Event description:
It was reported the right ventricular (rv) lead showed signs of an apparent lead fracture. The rv lead had oversensing and sometimes the impedance was over 3000 ohms. The rv lead was partially explanted, capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on several conductors (not obstructed) and the outer insulation had a cosmetic depression. The analyst also commented that it could not be determined the anchoring sleeve fixation site. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms between (B)(6) 2012. Also, interference/noise with ventricular short interval count (v-sic) equal to 342.8 counts avg/day, in 11.98 days, between (B)(6) 2012. Additionally, high resistance/impedance with patient alerts for rv pace lead impedance between (B)(6) 2012. Weekly pace lead measurement log data shows an abrupt increase for min and max v.pace equal to 544 to 1808 between (B)(6) 2012.